Event description:
Same as MFR#6000093-2004-00154. It was reported that during coronary drug eluting stenting treatment procedure, difficulty removing the delivery device from the guide wire was encountered. The lesion being treated was in the mid left anterior descending artery (lad). After successfully deploying a taxus express2 8.8% 2.5 x 12 mm stent and during withdrawal, the stent delivery device was sticking to a .014x182j luge guidewire. The physician then decided to withdraw the delivery device and guidewire out as a unit. There were no pt complications or injuries reported. Pt status is reported as "satisfactory/good."